Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital after receiving several hv therapies. Reviewed of session records noted that the patient received inappropriate hv therapies for supraventricular tachycardia. Programming changes were made. Patient will continue to be monitored normally.